Event description:
Customer reported that the t: slim x2 pump battery would not charge, even after trying different adapters and cables. There was no adverse impact to the customer's blood glucose level. Customer service decided to replace the pump, and the customer agreed to allow the current pump¿s battery to fully deplete before returning it. They acknowledged the steps and received instructions related to receiving a replacement pump and returning the problematic one.